Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ spinal needle whitacre style 27 gauge the needle broke off potentially in the patient. Two separate pieces broke. X rays and tomography were performed and nothing was found. The following information was provided by the initial reporter: at the time of trying to block the patient, the anesthesiologist comments that when removing the needle it broke, the anesthesiologist was left wondering if it really broke inside the patient; x-rays are performed on the patient in which no fragment of the needle can be seen. (B)(6) 2022, the anesthesiologist confirms that a tomography was performed on the patient, not finding any fragment of said needle, the patient is stable at the moment there are two pieces involved: one needle was the one that broke inside the patient and the other the anesthesiologist to check if it would suffer a break, manipulated it before using it, checking that it also broke.

Manufacturer narrative:
Investigation summary: there was no sample available but 2 photos were provided to bd for evaluation. Upon evaluation of the photos, bd can confirm the reported issue. The most probably root cause is the repositioning of the needle as indicated by the bent portion of cannula near the breakage. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd¿ spinal needle whitacre style 27 gauge the needle broke off potentially in the patient. Two separate pieces broke. X rays and tomography were performed and nothing was found. The following information was provided by the initial reporter: at the time of trying to block the patient, the anesthesiologist comments that when removing the needle it broke, the anesthesiologist was left wondering if it really broke inside the patient; x-rays are performed on the patient in which no fragment of the needle can be seen. (B)(6) 2022, the anesthesiologist confirms that a tomography was performed on the patient, not finding any fragment of said needle, the patient is stable at the moment there are two pieces involved: one needle was the one that broke inside the patient and the other the anesthesiologist to check if it would suffer a break, manipulated it before using it, checking that it also broke.